Manufacturer narrative:
The device was returned for evaluation. Optical examination of rod at the right l5 set screw and mas crown rod locations identified long (~20mm) witness marks, which extend to the tip of the rods, and appear to correspond to l5 set screw rod interface witness marks witness mark deformation and direction, and are consistent with rod movement. Microscopically examined set screw interface dimples; the right set screw interface dimples depth and morphology of deformation are consistent with the other construct rod set screw dimples, and in comparison to the bench comparison samples. Unable to definitively determine specific root cause of the foregoing event from the available information.

Event description:
It was reported that the patient underwent a posterior lumbar surgical procedure at l3-l5. Approximately 6 months post-op, the patient underwent a revision surgery due to the rod pulling out of the l5 screw. It was found that the set screw was still intact. The entire construct was removed and replaced with different hardware. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # 0130806w and # 0120396w. The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. Manufacture date for lot 0130806w is 2009-01-29; manufacture date for lot 0120396w is 2010-10-07. A review of the device history records did not identify any applicable nonconformance to specification.